Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr got stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotalink plus and rotawire were selected for use. After a successful rotablation, the burr was removed after incision, however, severe resistance was felt with the wire. And so, both device were removed together. The procedure was completed without replacing the device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues.

Event description:
It was reported that the burr got stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotalink plus and rotawire were selected for use. After a successful rotablation, the burr was removed after incision, however, severe resistance was felt with the wire. And so, both device were removed together. The procedure was completed without replacing the device. There were no complications reported.